Manufacturer narrative:
Device analysis report attached. This report is submitted on february 19, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the actuator site. This report is submitted on april 16, 2024.